Manufacturer narrative:
The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe tip broke down at 16 mm from the distal end. The broken probe tip has not returned. There was a scratch on the remained probe and the shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing history of the subject device was reviewed, with no irregularities noted. These types of error and probe damage are most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe is cracked and the probe damage error occurs. Then, the probe breaks when the probe receives a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject devices were prepared to be used for a lap gastric sleeve. The first subject device showed an ultrasonic error, while the inspection before use. After a re-assembly of the subject device, the same error occurred. The transducer was changed but the same error occurred again. The first subject device was changed with the second subject device, but the same error occurred again. The probe of the second subject device was broken while doing the inspection of the second subject device and fell on to the floor, out of the patient body. There were no problems throughout the procedure, using the first subject device with second transducer. This is the report regarding the broken probe of the second subject device. It was reported that the patient had already become under sedation or anesthesia when the above inspection before use were carrying out. Accordingly, we judged the event occurred after starting the operation and the event caused extension of the operation time. There were no patient injury reported.